Event description:
It was reported that power source alert 07 occurred while pump was connected to tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into outlet known to work and wait at least 30 minutes, and pump then started charging; no further actions were reported.